Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the up and down arrow keypad buttons were under-responsive. Also, it was reported that the keypad cover was damaged prior to the change in responsiveness of the keypad buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/14/2014 with the following findings: visual inspection revealed that the keypad cover was peeling from its base; the relation of this device failure to the reported keypad responsiveness issue could not be determined, as the reported issue would have to be duplicated to determine such. Evaluation revealed that all of the keypad buttons were properly responsive: the reported keypad responsiveness issue was not duplicated. The keypad cover was removed, and no evidence of contamination was found under any of the key contacts.